Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent and stabilizer were found to be inside the stent delivery catheter in the pre-deployment state, the stent delivery catheter was found to be deformed, the stent delivery catheter was found to be kinked/bent, the stent stabilizer was found to be kinked/bent, the stent was found to be intact. Stent deployed prematurely during use functional test ¿ the returned stent was found to be in its pre-deployment state. The device was flushed. The stent could not be deployed due to significant resistance noted. The stent was deployed by pulling it from the distal end of the catheter. The stent stabilizer was damaged during the analysis. The reported premature stent deployment was not confirmed during the device analysis. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned, and it was found that the stent had not been prematurely deployed, it was contained fully within the stent delivery catheter, therefore an assignable cause of not confirmed will be assigned to the reported ¿stent deployed prematurely during use¿. There was damage noted to the device, indicating difficulties experienced during the clinical procedure. It is probable that the device was damaged during the clinical procedure, therefore an assignable cause of procedural factors will be assigned to the analysed ¿stent delivery catheter deformed¿, ¿stent delivery catheter kinked/bent¿, ¿stent stabilizer kinked/bent¿ and ¿stent stabilizer/catheter friction¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that stent placement was performed for ica (internal carotid artery). During the procedure the stent was placed slightly distal to the target lesion. Before deploying the subject stent when the physician was confirming the stent position by looking at proximal and distal stent marker bands before advancement of the inner body towards proximal marker band bumper under fluoroscopy, he found that the distal marker of the stent was more advanced than the stent outer body. The physician replaced it with a new device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that stent placement was performed for ica (internal carotid artery). During the procedure the stent was placed slightly distal to the target lesion. Before deploying the subject stent when the physician was confirming the stent position by looking at proximal and distal stent marker bands before advancement of the inner body towards proximal marker band bumper under fluoroscopy, he found that the distal marker of the stent was more advanced than the stent outer body. The physician replaced it with a new device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.